Event description:
The physician reports that during the initial iol implantation, the lens was removed and exchanged for another crystalens for a non-device related issue. Upon implantation of the 23.0 d crystalens, complications were encountered. Specifically, there was haptic adhesion, which resulted in iris root tear and probable zonular rupture. Two weeks after, the 23.0 d lens exchange, intervention was performed in order to enlarge the incision to remove the crystalens and replace it with a li61ao. The pt has since been diagnosed with cystoid macular edema (cme) and treated with an intraocular injection. Reference MDR 2031924-2010-00129.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).